Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications for acceptable resistance values during electrical testing, however, multiple short circuits were detected, consistent with the reported display issue. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the observed short circuits. The cause of the detached pi tubing was determined to be insufficient adhesive application.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.